Event description:
It was reported that pre-dilatation was performed in the heavily calcified, proximal right coronary artery (rca) lesion and a 4.0x23mm xience pro stent was implanted. Following implantation, a distal edge dissection was noted. An unplanned 3.5x12mm xience prime stent was implanted as treatment. There was no clinically significant delay and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that intimal dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. Xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us.